Event description:
As reported to the implant patient registry (ipr), at an unknown time post transcatheter sapien valve implantation, the patient expired. Per the hospital, the patient was transferred to long term care facility post tavr procedure.

Manufacturer narrative:
At this time, the exact cause and date of the reported death cannot be confirmed. Multiple follow up attempts were performed to gather the patient's medical records such as echo imaging reports, discharge summary, and follow up admission reports. However, no information has been provided yet. The investigation is in process.

Manufacturer narrative:
Per the device's instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, multiple investigational follow-ups have taken place; however, to date the cause of death for this patient has not been obtained. In addition, the hospital stated that there are no records pertaining to the death of the patient. It has not been possible to clarify the timing of the patient's death; beyond that it occurred within 7 weeks of valve implantation. There is no evidence the death was related to the edwards valve. There are multiple potential causes for the reported event, including the patient's advanced age and multiple co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required. Should additional information be received, investigated supplemental report will be submitted.